Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue and did not reveal any evidence of nonconforming product. The reported condition was verified. The device was found out of specification in relation to the reported "shows tubing loaded at point 2 even with no tubing present " which was reproduced at power on of the device with no loaded set. This condition was found to be caused by out of adjustment tubing guide depth. The tubing guide was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump showed tubing loaded at point 2 even when no tubing was loaded. There was no known patient injury or medical intervention associated with this event. No additional information is available.